Event description:
It was reported that physician survey was performed to support the safety and performance of the nc trek neo dilatation catheter. Physicians were asked to report on how often the device performed as intended, which was defined as successful delivery, inflation and deflation of the balloon, as well as safety outcomes. The survey results reported the following adverse patient effects: dissection, arrhythmia, embolism, occlusion and myocardial infarction. The survey results reported the following device malfunctions: failure to advance, inflation issues, deflation issues and balloon rupture, reported as ¿balloon burst¿. Please see the attached report and tables for additional information.

Manufacturer narrative:
The devices were not returned for evaluation. A review of the lot history records and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of arrhythmia, myocardial infarction, obstruction/occlusion, vascular dissection, and embolism are listed in the coronary dilatation catheters (cdc), nc trek neo, electronic instructions for use as known patient effects. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported patient effect of serious injury/ illness/ impairment appears to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported patient effects of arrhythmia, myocardial infarction, obstruction/occlusion, vascular dissection, and embolism and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachments: e-166012 rpt2142066, rev a and e-166012 tables. The device issues referenced in b5 are reported on a separate medwatch report #.na.